Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Patient called to report that she had a 3rd attempt at spinal fusion back in (B)(6) 2015. Patient has had inflammation and fever. Parts implanted were titanium plate and screws. (Part numbers unknown). Patient has received metal breakdown of products and is looking for samples of these components for testing. Patient is allergic to nickel. Initial surgery 2011, second surgery 2013, both failed. Patient had a nuclear scan. There is no infection.